Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2026, a 5mm x 2mm amplatzer piccolo occluder or a procedure. During implant, the physician thought it was too big and a new 5mmx2mm amplatzer piccolo occluder was implanted. But the occluder was embolized and the baby was brought to surgery for removal. The patient was reported stable.